Event description:
It was reported that the patient had been falling. It was also reported that the impedance on contact 2 of the right side device was "~16,000" ohms. The patient was programmed with this contact, but he was getting "great benefit." The abnormal impedance was noticed the day of the report, but it was possible that the impedance problem pre-dated that session. The health care provider (hcp) was not "overly concerned" regarding the high impedance because the patient was getting "good benefit." It was also reported that the impedance on contact 3 of the left side device was "around 7500" ohms, but this contact was not used in programming so there was no concern. Additional information received on (B)(6) 2012 reported that the patient was doing "well" and there had been no further issues. The hcp had no plans to follow-up with the patient at that time. See related report #3007566237-2012-02809. It was unclear which device was on which side of the patient.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7426, serial# (B)(4), implanted: (B)(6) 2009. Product type: implantable neurostimulator: product ID 3389-40, lot# j0228211v, implanted: (B)(6) 2003. Product type: lead: product ID 3389-40, lot# j0228211v, implanted: (B)(6) 2002. Product type: lead. (B)(4).